Event description:
Health professional reported: "band [and] port explanted. Pt did not tolerate band tightenings. Pt decided to have a sleeve gastrectomy done."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Health professional has declined to provide add'l info.